Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material ms3500-15 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected below the drip chamber while priming it. The following information was provided by the initial reporter: "the bd smartsite gravity set disconnected below the drip chamber during initially priming the tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected below the drip chamber while priming it. The following information was provided by the initial reporter: "the bd smartsite gravity set disconnected below the drip chamber during initially priming the tubing."